Event description:
It was reported that the 9600 system had poor image quality and liquid coming from the image intensifier. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluids were drained, cleaned, and dried during the service call. The system was tested and found to be working as intended and put back into service.